Manufacturer narrative:
The complaint investigation for falsely elevated alinity c calcium results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. The lot search review did not identify an increase in complaint activity for the issue. Return testing was not performed as returns were not available. Trending review determined no trends were identified for the product for the issue. File sample analysis was not performed as the issue appears to be specific to the documented patient sample. The sample when retested, generated lower normal result and quality control was in range indicating the assay is performing as expected. Device history record was reviewed and did not identify any non-conformances or deviations associated with the product and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the alinity c calcium reagent, lot 81839un21 was identified.

Manufacturer narrative:
Patient identifier: sid (B)(6) (patient identifier exceeds the amount of characters allowed in the field.) An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity c calcium result for a (B)(6) year old female. The following data was provided (customer¿s normal range: 2.1 ¿ 2.55 mmol/l): on (B)(6) 2021, sid (B)(6) = initial result 3.74 mmol/l. The patient was hospitalized at the (B)(6) site where a new sample was collected for calcium testing and generated a result of 2.4 mmol/l. The rheumatologist notified (B)(6) lab of the discrepant results. The customer took the original patient sample and repeated the testing on (B)(6) 2021 at 6:29pm and generated a calcium result of 2.37 mmol/l. There was no impact to patient management reported.